Manufacturer narrative:
H6: imdrf device code a07 captures the reportable event of intermittent/suboptimal cautery.

Event description:
It was reported to boston scientific corporation that a captivator snare was used in the ascending bowel for polyp removal during a colonoscopy procedure performed on (B)(6) 2025. During the procedure, when the team attempted to use the snare (pad with green light), the patient jumped after the pedal was pressed, indicating that he felt a shock. The staff immediately removed the snare and replaced it with a new one, which functioned properly. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.